Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2025 was reviewed. Throughout the data captured, a backup battery fault alarm was active due to the backup battery not passing its load test. Due to the onset of the alarm being overwritten, the exact cause of the backup battery not passing its load test could not be determined. The backup battery fault alarms did not prevent the controller from supporting the system as intended in the data reviewed. Provided information indicated that the alarm resolved when the system controller was exchanged. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) alarm. The patient suffered emergency backup battery (ebb) alarms. This alarm recurred after the 11 v battery was previously exchanged on (B)(6) 2025. The site indicated they would seek log file review prior to exchanging the system controller. Log files were submitted for review which confirmed the reported ebb f36 faults. The system controller performed internal load tests on the ebb and it was not passing the tests. The pump appeared to be operating within normal parameters. The patient's 11v battery was replaced and the patient switched to the backup controller. The alarms resolved.